Event description:
Procedure performed: gynecologic laparoscopic minimally invasive surgery. Event description: the complaint was generated from medwatch report # (B)(4) received 02may2025. I was told by rn scrub that a plastic piece on the tip of the 12/15 bag broke off inside of the trocar. The broken piece was retrieved (and remained in the trocar). The endo catch bag, broken piece, and corresponding wrapper was placed in a bag and given to materials management per the gyn slm [gynecologic laparoscopic minimally invasive surgery]. Female, 48 yrs, black or african american, event date: apr 2025. Additional information provided by [name] on 20may2025): bag itself did not break. Plastic portion broken. All fragments were retrieved from the patient, nothing in patient. No bag did not burst. Additional information provided by [name] on 20may2025: the trocar that was used with an inzii bag is not available for return. Intervention: all fragments were retrieved from the patient, patient status: no patient injury. Patient was discharged.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience component separation as the bead was detached from the bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant trends were identified. This report is to follow-up medwatch # (B)(4).

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: gynecologic laparoscopic minimally invasive surgery. Event description: the complaint was generated from medwatch report # (B)(4) received 02may2025. I was told by rn scrub that a plastic piece on the tip of the 12/15 bag broke off inside of the trocar. The broken piece was retrieved (and remained in the trocar). The endo catch bag, broken piece, and corresponding wrapper was placed in a bag and given to materials management per the gyn slm [gynecologic laparoscopic minimally invasive surgery]. Female, 48 yrs, black or african american. Event date: apr 2025. Additional information provided by {(B)(6)] on 20may2025): bag itself did not break. Plastic portion broken. All fragments were retrieved from the patient, nothing in patient. No bag did not burst. Additional information provided by [(B)(6)] on 20may2025: the trocar that was used with an inzii bag is not available for return. Intervention: all fragments were retrieved from the patient, patient status: no patient injury. Patient was discharged.